Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. It was not specified whether the patient had been connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. An event history log review was performed and the unspecified alarm was verified as a low drain volume alarm. Visual and functional testing was performed and the device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.